Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported partially working touch screen. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. No engineer visited the customer site. This was a materials only request. The customer ordered a touchscreen to resolve the issue. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.